Event description:
The pt received her scs system on (B)(6) 2009. It was reported the pt was experiencing a heating sensation when charging the ipg. The heating sensation had gotten progressively worse, not allowing the pt to charge for more than 15 minutes at a time. The ipg was explanted and replaced on (B)(6) 2010. Follow up on the pt found no further issues reported. The explanted ipg was not returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.